Manufacturer narrative:
This is used for treatment and not diagnosis. Without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
Drilling the calcaneus with a 5.0 cannulated drill bit, hitting another screw, the tip broke off inside the calcaneus. Most of the broken pieces were retrieved from the calcaneus. Approximately 5 minute delay in surgery and surgery was completed successfully. This is 1 of 1 report for complaint (B)(4).